Event description:
During insertion of the device the device became stuck at the arteriotomy. Physician tried to force insertion with more force and rotating the device but was unable to. Device was removed and upon inspection the boundary between the tip of the outer sheath and nosecone was observed to be rough, particularly at one edge where there appeared to be a "lip". Physician pulled back the stainless-steel rod in position 4 under guidance from the ta rep to help seat the nosecone. This reduced the lip but due to the non-uniformity of the edge the lip remained. Pictures were taken and it was observed that under the lip metal appeared to be present which was causing this lip or bulge. The physician used their fingers to try to smooth out the transition further. The access site was dilated with a 12f dryseal sheath dilator and device was reattempted to be inserted. The device passed the arteriotomy with more force and the procedure was completed as normal. Device was retained for return and analysis. Patient outcome - "as of this time, no adverse outcome occurred with the patient."

Event description:
During insertion of the device the device became stuck at the arteriotomy. Physician tried to force insertion with more force and rotating the device but was unable to. Device was removed and upon inspection the boundary between the tip of the outer sheath and nosecone was observed to be rough, particularly at one edge where there appeared to be a "lip". Physician pulled back the stainless-steel rod in position 4 under guidance from the ta rep to help seat the nosecone. This reduced the lip but due to the non-uniformity of the edge the lip remained. Pictures were taken and it was observed that under the lip metal appeared to be present which was causing this lip or bulge. The physician used their fingers to try to smooth out the transition further. The access site was dilated with a 12f dryseal sheath dilator and device was reattempted to be inserted. The device passed the arteriotomy with more force and the procedure was completed as normal. Device was retained for return and analysis. Patient outcome - "as of this time, no adverse outcome occurred with the patient.".